Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(6) 2011. Final analysis found that the device was at elective replacement indicator (eri). The device battery was prematurely depleted due to high current drain. The hybrid was removed for further analysis and tested normal. The failure mode could not be duplicated.